Event description:
The facility's clinical engineering technician reported a fail code 550. The clinical engineering technician stated they have no record of any pt incident involving the pump since the last baxter service event.